Manufacturer narrative:
Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was implanted with a catheter. Since then, the stimulation from the ins was stronger than usual. The stimulation increased from 0.1 to 0.6v, and no one changed the stimulation. The stimulation increased on its own. The patient was advised to go have the ins interrogated and checked. No further complications were reported or anticipated.